Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead was superficial. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was re-tunneled and connected to the ipg. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.